Manufacturer narrative:
Per visual inspection, cartridge holder is cracked and inpen front shell does not stay attached. The inpen paired to the commercial app. Inpen failed baseline and wireless functionality. App logbook displayed: 15u, 14.5u, 15u, 15u, 15u, 15u, 14.5u, 13.5u, 13.5u, 15u. Inpen failed front cap investigation. Pending further investigation performed in san diego location. In conclusion: per san diego analysis. Inpen passed base line functionality test and displacement dose accuracy. Paired with commercial app using 9.5 units. Inpen passed baseline and wireless functionality. App logbook displayed: 15,15,15,15,14.5,15,15,15,15,15. Very high latency between dosage and upload to cloud. Therefore, customer's concern of doses not being logged in app was confirmed. Cartridge holder damage was confirmed. Cap anomaly confirmed. Very high latency between dosage and upload to cloud. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that inpen doses were not logged to the inpen app. Troubleshooting was performed  and found that dose was not logged at all. The issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the device. The inpen will be returned for analysis.